Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed. It was reported that the registration probe had difficulties verifying until the emitter was repositioned. Once verified, registration was passed but only the tricot blade could be verified and no other instrumentation could. Additionally, a 3-4 millimeter imprecision was observed posteriorly when navigating in the sphenoid sinus. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.